Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 585 mg/dl, diagnosed with ketones at the time of the event. The customer was treated in a hospital and the customer experienced no other symptoms. Partial troubleshooting was performed and customer had been suggested for a complete set (insulin, reservoir & infusion set) change. Customer was using insulin pump within 48 hours prior to event and auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 251 boluses listed on the event date 24-dec-2023 in the pump history file. Please see the first 10 boluses below. (B)(6) 2023 00:03:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2023 00:08:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2023 00:13:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2023 00:18:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2023 00:23:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 01:03:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2023 01:08:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 01:14:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 7250 (0.725 u) bolusamountdelivered: 7250 (0.725 u) (B)(6) 2023 01:18:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6) 2023 01:23:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) there were no autosuspend (12) alarm or usersuspended alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 24-dec-2023 in the pump history file. (B)(6) 2023 15:15:33.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:29:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 04:48:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 04:58:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 05:03:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 05:18:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 05:22:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during prime. (B)(6) 2023 09:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 13:06:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 16:39:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 16:50:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Sensor error alert (801) not confirmed. Nodelivery (7) alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.